Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box revealed that the data from the date of the complaint was overwritten. The ez-prime steps were performed correctly with no cs 054 alarms occurring. The product performed within specification. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.